Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated dosing interruptions associated with occlusion alerts and consecutive stalled motor restart alerts, with blood glucose around 217 mg/dl trending down to 192 mg/dl by the end of the call. The alert temporarily cleared with restarts and phone reboot and were ultimately resolved after a dry run surpassed 120 units with no alerts and a full supply change including new supplies. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient loss of insulin delivery with subsequent return to dosing and improvement in glucose after the supply change, without emergency treatment or hospitalization. Investigation included guided troubleshooting, device restart, and a full supply change. Investigation of this case revealed that the occlusion and consecutive stalled motor alerts were consistent with an infusion set or supply-related flow restriction, as alerts ceased and dosing normalized after replacing the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was occlusion related to infusion set or disposable components, resolved by supply replacement and not indicative of a persistent device malfunction.